Event description:
The customer reported that the insulin gauge on the pump displayed an amount different than expected, indicating a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer by walking them through the process of reloading the cartridge and eventually replacing the pump to resolve the issue. The customer will use an alternative insulin delivery method.